Manufacturer narrative:
An intuitive field service engineer (fse) went on site and replaced the vio integrated electro surgical unit (iesu) generator to resolve the reported issue. The system was tested and ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The unit was placed on an in-house system and was run in normal mode and u-02 error occurred at start-up.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the force triad generator was not working. The customer had u-02 errors against the erbe generator during the previous case. The customer went to another room and was able to get a vision side cart (vsc) to use for this case. The customer stated it still was not working. The customer was trying to just use the erbe generator. The tse advised the customer they would have to swap out tower for it to work. The customer did that and continued with case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.